Event description:
Per email from (B)(6), cnss on 07/29 "serial number: (B)(4) pump is noted to have incorrect reserve volume noted on main screen despite correct use" pt has not started on remodulin yet. Pt does have backup pump. No adverse effect reported. Did the reported product fault occur while in use with a patient? No; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available to be returned for investigation? Yes; did we (MFR) replace device? Yes. Reported to (B)(6) by pt/caregiver.